Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient reported device beeping. Device interrogated and there was no reason that device would beep. Device data analysis performed. Beeping was attributed to elective replacement indicator (eri) and it reverted back to less than one-year remaining. Device depleting normally and was close to setting eri again. Device explanted as normal battery depletion. No adverse patient effects were reported.